Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d1: brand name updated d4: catalog updated d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer g4: PMA/510(k) number : k011028 and k013227 h1: type of report, follow-up number h2: follow up type. H4: device manufacture date not available, lot number unknown h10: additional narrative reference updated per ongoing investigation results

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date unknown. H6: evaluation codes. H10: additional narrative. Investigation summary: the complaint reported implant could not be disengaged from mount. One tapered screw-vent implant, (tsvwb10) and mount were returned for investigation. Visual/physical evaluation of the as returned products identified signs of use but no apparent signs of malfunction. The devices were able to engage and disengage as normal. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release). The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: warnings. Per the applicable IFU, improper techniques can lead to device failure. A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction has not occurred, and the reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant could not be disengaged from mount. Doctor's assistant confirmed by phone on (B)(6) 2023 that procedure was completed using another implant.